Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that, "chemo tubing stopped working part way through cladribine infusion. Rn went into pt's room when chemo was scheduled to be finished and found one half of infusion still remaining. Pump was programmed correctly and tubing was unclamped. New primary tubing added and chemo finished infusing." There was no report of patient harm.

Manufacturer narrative:
After further review it was determined that the device (8100) is not the suspect. The disposable (pri tubing) is the suspect and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2018-01134.

Event description:
The customer reported that, "chemo tubing stopped working part way through cladribine infusion. Rn went into pt¿s room when chemo was scheduled to be finished and found ½ of infusion still remaining. Pump was programmed correctly and tubing was unclamped. New primary tubing added and chemo finished infusing." There was no report of patient harm.